Event description:
Customer's mother called to report that the customer had been experiencing high blood glucose. Blood glucose reading was over 400 mg/dl. These events had been occurring while the customer was sleeping. The customer did not hear the alarm for the insulin pump going into suspend mode. The sensor was being inserted above the buttocks. Advised that this was off-label use due to the age of the customer and the location of the sensor. Troubleshooting was performed and no anomalies were noted. Advised to allow for lag time to offset the difference between the sensor glucose and blood glucose reading when using new sensor. Advised to give the sensor enough time to wet after insertion for accurate readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.